Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), infection ("infection"), dysgeusia ("metallic taste in mouth"), headache ("headaches") and back pain ("lower back pain"). The patient was treated with surgery (underwent procedure to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, infection, dysgeusia, headache and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 35-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), dysgeusia ("metallic taste in mouth"), headache ("headaches"), acne ("acne"), migraine ("migraines"), amnesia ("memory loss"), abdominal distension ("bloating"), constipation ("digestion concern constipation"), anxiety ("anxiety"), alopecia ("hair loss"), mood swings ("mood swing"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), dyspareunia ("dyspareunia"), back pain ("lower back pain") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with oral contraceptive nos, antibiotics and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dyspareunia, dysmenorrhoea, dysgeusia, headache, back pain, hypersensitivity, urinary tract infection, acne, migraine, amnesia, abdominal distension, constipation, anxiety, alopecia, mood swings and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anxiety, arthralgia, back pain, constipation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-aug-2018: pfs received : reporter's name added, patient's demographic added, lot number added, event added are as follows-allergic or hypersensitivity reaction,urinary tract infection, acne, migraines, memory loss, bloating, fatigue, digestion concern constipation, mood swings, anxiety, hair loss. Events onset date added and outcome updated. Treatment drug and lab data added. Event infection was updated with urinary tract infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("the left coil is embedded in the cornu of the endometrial cavity") and pelvic pain ("severe pelvic pain / pain") in a 35-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included premenopausal menorrhagia, retention of urine and nausea. Concomitant products included metoclopramide (reglan), ondansetron (zofran) and vicodin. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), dysgeusia ("metallic taste in mouth"), headache ("headaches"), acne ("acne"), migraine ("migraines"), amnesia ("memory loss"), abdominal distension ("bloating"), constipation ("digestion concern constipation"), anxiety ("anxiety"), alopecia ("hair loss"), mood swings ("mood swing"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), dyspareunia ("dyspareunia"), back pain ("lower back pain") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with oral contraceptive nos, antibiotics, surgery (total hysterectomy (uterus and cervix removed), endometrial ablation) and surgery (total hysterectomy (uterus and cervix removed), endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain, arthralgia, dyspareunia, dysmenorrhoea, dysgeusia, headache, back pain, hypersensitivity, urinary tract infection, acne, migraine, amnesia, abdominal distension, constipation, anxiety, alopecia, mood swings and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anxiety, arthralgia, back pain, constipation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, abdominal pain, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: medical records received: reporters added. Event embedded device was added. Concomitant diseases and drugs added. Lab data date was added. Auto-narrative supplement added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 35-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), dysgeusia ("metallic taste in mouth"), headache ("headaches"), acne ("acne"), migraine ("migraines"), amnesia ("memory loss"), abdominal distension ("bloating"), constipation ("digestion concern constipation"), anxiety ("anxiety"), alopecia ("hair loss"), mood swings ("mood swing"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), dyspareunia ("dyspareunia"), back pain ("lower back pain") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with oral contraceptive nos, antibiotics and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dyspareunia, dysmenorrhoea, dysgeusia, headache, back pain, hypersensitivity, urinary tract infection, acne, migraine, amnesia, abdominal distension, constipation, anxiety, alopecia, mood swings and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anxiety, arthralgia, back pain, constipation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality -safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.